Manufacturer narrative:
(B)(4). The customer reported charge shock failure and charge button failure messages. There was no reported patient involvement. The device was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.

Event description:
The customer reported charge shock failure and charge button failure messages. There was no reported patient involvement.